Event description:
It was reported the patient is deceased. It was further reported that an infection occurred, the implantable cardioverter defibrillator (ICD) system was explanted and the patient died the following day. No further information was provided. The cause and circumstances of death were requested and not received.

Event description:
It was reported, the patient is deceased. It was further reported that the implantable cardioverter defibrillator (ICD) system was explanted and the patient died the following day. No further information was provided. The cause and circumstances of death were requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2015 (B)(6); 419488 lead implanted: 2011 (B)(6). (B)(4).